Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. According to the performance data the elective replacement indicator has not been tripped. The device diagnostic data is not consistent with the reported event.

Event description:
It was reported that it was recently determined that the pacemaker had tripped the elective replacement indicator in (B)(6) 2009. The device was then reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.